Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a poor image. This issue occurred during setup/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8; h2; h3; h4; h6; h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage was observed, the outer tube had dents, the light guide connector had a loose adapter a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the poor image could not be determined. However, the probable cause of the additional reportable malfunctions-light guide connector with a loose adapter, fiber breakage, and dents on the outer tube that found during device evaluation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.